Manufacturer narrative:
The reported "frozen" contact force issue was confirmed. The tactisys log files were reviewed and indicated the catheter was unable to reset during the initial 30 minutes of the log due to ablation. Per the tactisys quartz user manual, the baseline operation should be checked regularly and if necessary reset to zero. The baseline cannot be reset during and 3 seconds after an ablation. The 18g of contact force displayed to the user is consistent with baseline drift and a lack of baseline resets. Electrode 1 and the tip thermocouple met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties. Electrode 2 was displaced distally on the shaft. Ensite case study review and information from the field indicate this issue is consistent with damage during withdrawal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a pulmonary vein isolation procedure, the contact force would not function as intended and the procedure was cancelled. The contact force froze at 18 grams while ablating the left atrial ridge for 8-10 minutes. The catheter was repositioned, re-zeroed, and placed back on the ridge but only displayed 5 grams. The ridge was unable to be ablated successfully so the procedure was cancelled. There were no adverse consequences to the patient due to the cancellation. Following the procedure, electrode 2 had dislodged from the catheter.